Manufacturer narrative:
A batch record review indicate no discrepancies related to complaint issue. The device history records were reviewed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. The batch record review resulted in a previous discrepancy which was investigated via a previous complaint, and is now closed. The previous investigation noted - loss of physical integrity of um safeti plus product" is valid. On the basis of information received the investigation concludes that the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. No additional investigation is needed. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 23, 2016.

Manufacturer narrative:
Exp date: 12/2020. MFR date: 01/2016. Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on november 07, 2016.

Event description:
It was reported "the non-return valve of the product is broken." Device was not used. Photograph provided depicting the reported complaint issue. No further information was provided.